Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed acute deep venous thrombosis (dvt) with the left arm approximately two weeks after the implant of their cardiac resynchronization therapy defibrillator (crt-d) system and was admitted to the hospital. The physician reported that the implant procedure went well and suspected that a lead may be the cause. No further action was taken and the lead remains in use. No further patient complications have been reported as a result of this event.